Event description:
Angio sculpt balloon was used during cardiac catheterization procedure. The balloon burst and the wire around the balloon came loose and remained in the patient. A snare was used to try to remove the wire without success. A stent was then placed to keep the wire in place.what was the original intended procedure?cardiac catheterization.device #1is this a laboratory device or laboratory test?no.